Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level ranged from 409 mg/dl to 424 mg/dl. Reportedly, customer changed their pump supplies to resolve the issue.